Event description:
It was reported that during implant the lead exhibited high thresholds. The lead was removed and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.